Manufacturer narrative:
Device identifier: (b)(4. The device was returned for evaluation. The reported complaint was not confirmed. No issues observed from the evaluation. With respect to the returned unit it has passed all specific functional testing requirements. The device history record was reviewed and showed no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Sampling plan reviewed and is acceptable. Device is 100% tested prior to final acceptance. The definite root cause of the observed condition cannot be reliably determined.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A facility manager reported that the a3059 mayfield composite series skull clamp failed to lock when torque was applied. It was unknown whether the device was in contact with patient, if there was any patient injury or surgery delay noted. Additional information has been requested.